Event description:
(B)(4) clinical study. Same case as: 2134265-2012-00848, 2134265-2012-00882. It is reported that post a coronary stenting treatment procedure, the patient experienced restenosis, chest pain and plaque shift occurred. Lesion 1 was located in the proximal left circumflex (cx). The lesion was 50% stenosed, 3.0mm in diameter and 10m long. The lesion was treated with direct stent placement using a 3.0x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the 1st obtuse marginal (om). The lesion was 70% stenosed, 2.75mm in diameter and 14mm long. The lesion was treated with direct stent placement using a 2.75x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced restenosis, chest pain and plaque shift occurred. The 90% focal in-stent restenosis of the study stent placed in the 1st obtuse marginal was treated with balloon angioplasty. Residual stenosis was 25%. The 30% focal in-stent restenosis of the study stent placed in the proximal cx was treated with balloon angioplasty. Residual stenosis was 20%. During the procedure, multiple inflations were performed using a 3.5x15mm apex balloon used for angioplasty. Plaque shift/restenosis shift caused stenosis of the superior branch of the 1st om branch. This was dilated with a 2.75 x 15 apex. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).